Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and minor scratches on the display window. (B)(4)

Event description:
The customer reported via telephone call that the up arrow and act buttons were not fully responsive. The blood glucose reading was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.